Manufacturer narrative:
Conclusion: no conclusion can be drawn. The pump has not been returned for eval. The device history record was review, no related non conformances or issues were found. A follow-up report will be submitted when the pump is returned for eval or if new info is submitted.

Event description:
Customer states: the pump continues to run after food is gone. Pt injury or medical intervention reported? No injury reported. Add'l pt info: therapy rate 60 ml/hour, dose 430 ml. Formula type human milk with elecare added 1 3/4 tbs per 100 ml.